Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking, a seal was compromised on the package. A 3.5x9mm maverick2 monorail was pulled from the shelf and when the staff went to open it they noticed that the seal was broken. The procedure was completed with another of the same device.